Event description:
The customer reported to olympus, the video telescope "endoeye hd ii image color turned green and purple. The issue was found during preparation for use, and the intended procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The green image was caused by the r-unit. Based on the results of the investigation, the likely cause of the reported event is due to charged coupled device ccd assembly (r-unit). Olympus will continue to monitor field performance for this device.